Manufacturer narrative:
Exemption #e2007003. Device evaluation summary: upon receipt by mentor, the device contained clear gel. During the examination of the device a crease was observed on anterior aspect and bubbles within the gel were observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the bubbles occurred sometime subsequent to the removal of the device from its protective packaging. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: capsular contracture (baker grade IV). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which initially reported bilateral capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. Later mentor received the op- report which indicated that only the right side had the capsular contracture and since bilateral capsular contracture was reported in periodic report, mentor continue reporting it. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3505504bc, serial number (B)(4), and left replaced with catalog number 3505504bc, serial number (B)(4) on (B)(6) 2019. This report is for the left side.